Manufacturer narrative:
The subject device in this report was returned to olympus medical systems corp. (Omsc) for evaluation. The evaluation is in progress. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during an unspecified procedure, the abnormal endoscopic image of the subject device occurred. The user facility changed the subject device and the procedure was completed with another device. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) evaluated the subject device and confirmed that the malfunction of the endoscopic image of the subject device was duplicated. In addition, the evaluation confirmed following. There was a chip loosing part on the adhesive on the bending section. Within the bending section, there was a kink on the electric cable connected to the ccd (image) unit. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the past similar case, it is surmised that the reported phenomenon occurred due to the kink of the electric cable. Considering the chipping of the adhesive on the bending section, it is surmised that the electric cable was kink because an excessive compressive force was applied to the subject device.